Manufacturer narrative:
Pieces received on 16th of november 2023. Visual inspection performed by r&d project manager: revision surgery after 3 years of primary implantation of a gmk sphere implant due to infection. From visual inspection of the explanted components sent back for investigation, we can't notice any anomalies that could have played a role in the event. From visual inspection there is no evidence that the event is related to a faulty device.

Manufacturer narrative:
Batch review performed on 23 october 2023: lot 1908855: (B)(4) items manufactured and released on 18-dec-2019. Expiration date: 2024-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants: batch review performed on 23 october 2023 on gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 1908619 lot 1908619: (B)(4) items manufactured and released on 06-apr-2020. Expiration date: 2025-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. Batch review performed on 23 october 2023 on gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 1910163 lot 1910163: (B)(4) items manufactured and released on 23-jan-2020. Expiration date: 2024-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection at about 3 years, 1 month and a half post primary, all components revised successfully. The pathogen is not available.